Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 infusion pump presented a l000018 (drive mechanism sensors) alarm. This was noted during testing. There was no patient involvement. No additional information is available.